Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The technical support had the customer confirm if the light was on the turbine pcb. The light was on but red in color. Recommended that the turbine be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was not delivering breaths. At this time, there is no information regarding patient involvement associated with the reported event.